Manufacturer narrative:
Investigation - evaluation: cook became aware of an incident where a severe narrowing in the distal end of the right stent graft leg was confirmed with a zenith aortic endograft. The issue was reported by a physician at iizuka hospital in japan. This complaint was generated from a poster abstract presented at the conference for the japanese society for vascular surgery 48th annual meeting "vascular surgery olympiad" which was held live (B)(6) 2020. No additional intervention or adverse effects were reported. A review of documentation including instructions for use (IFU), drawing, manufacturing instructions (mi), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, imaging of the device was provided to cook and sent for expert image review. Approximately 15 months after the evar procedure, intermittent claudication of the right lower limb appeared. Close examination revealed severe narrowing in the distal end of the right stent graft leg and distal portion of the external iliac artery. Ivus showed intimal thickening of the distal end of the stent leg and stenosis due to dissection of the distal portion of the external iliac artery. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. As there are adequate inspection activities established and objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product instructions for use (IFU) [t_zaaasz_rev4] states the following in consideration of the reported failure mode: indications for use: "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." Warnings and precautions: "patients experiencing reduced blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac's) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." Directions for use: section 11.1.5: ipsilateral iliac leg placement and deployment 2. "Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one stent inside the ipsilateral limb of the main body." Potential adverse events: "adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm, claudication (e.g., buttock, lower limb), graft or native vessel occlusion." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was unable to be established. However, it should be noted that claudication resulting from narrowing of the graft is a known inherent risk of using this device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that a patient experienced narrowing of the distal end of the right zenith flex with spiral-z technology aaa endovascular graft iliac leg. A (B)(6) year old female patient underwent an evar procedure for an abdominal aortic aneurysm with a tendency to enlarge. Graft landing on the external iliac artery (eia) on both sides was due to bilateral internal iliac artery occlusion. One year and 3 months after the evar, intermittent claudication of the right lower limb appeared, and close examination revealed severe narrowing in the distal end of the right stent graft leg and the distal part of the eia. Intravascular ultrasound (ivus) showed intimal thickening of the distal end of the stent leg and stenosis due to dissection of the distal portion of the eia. This complaint was generated from a poster abstract presented at the conference for the (B)(6) society for vascular surgery 48th annual meeting "vascular surgery olympiad" which was held live (B)(6) 2020 thru (B)(6) 2020. Link to website: (B)(6).